Event description:
The reporter stated that during a surgical procedure to repair a fracture at the base of the patient's 5th metatarsal, a qwix cannulated stabilization screw was inserted using a kirschner (k) wire guide. About 80% of the screw was inserted into the bone but could not be inserted further. It was thought that the k wire may have been bent. The screw broke in the patient's bone. An x ray verified the breakage. The screw was removed and a smaller screw was inserted. The surgical procedure was prolonged by about ten minutes.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated upon the reported information.